Event description:
Customer reportedly received results of hi (greater then 600 mg/dl) and 105 mg/dl within 10 minutes on the advantage system while using comfort curve test strips. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.